Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, the right ventricular (rv) lead exhibited high capture threshold measurements. The rv lead was capped and replaced on 07 aug 2023. The patient was in stable condition throughout.